Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was found that a drawer had failed and required maintenance. A field service engineer (fse) provided both phone and onsite support. The auxiliary full height drawer was not opening, and upon inspection, the fse found that the inseparable magnet was missing. The magnet latch was replaced, and the drawer was tested. The full height drawer functioned properly after the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer had failed and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.